Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital after complaining of chest pain. An echocardiogram was performed and p ericardial effusion was confirmed. Drainage was performed and the patient was monitored. The customer suspected the pericardial effusion was due to lead perforation. A decision was made to explant the patient¿s lead because it was unclear which lead had caused the symptoms. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.